Event description:
The customer reported that the system sometimes gives an error saying that the gpos was not properly shut down and to reboot system. The system was locking up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries were identified as being faulty and replacement batteries were ordered. No further repair info is available at this time.